Event description:
This customer reported a failure to discharge on a pt. The users were trying to defibrillate using two defibrillators at the same time. There was no pt impact related to this event.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.